Event description:
Reporter alleged blood glucose measured "h" compared back to back to the doctors' masurement of 131 mg/dl when testing was performed less than 10 minutes apart. No actions were taken and no treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.